Event description:
It was reported that the battery cap on the customer's insulin pump came off and the battery compartment opening was cracked and broken. It was unknown how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, and missing end cap sticker.